Manufacturer narrative:
Complaint has been evaluated and is similar to:1644408-2018-00192; 241-02-109, s810 - device loosening, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - patient complaint of pain/instability. Surgeon tested for laxity of joint. Tibia component found to be loose.